Event description:
It was reported while using bd vacutainer® lithium heparin 75 usp units blood collection tubes false positive lithium levels. Lithium heparin tube looks similar and has the same color cap as sodium heparin tube. The following information was provided by the initial reporter: customer problem: customer is reporting false positive lithium levels on product 367884. No lot number provided. Steps taken with customer/troubleshooting: this complaint came in at 8:30 p.m. Et last night (B)(6) 2022 via a public tweet. Original poster is an ER doc and toxicologist who says that some of the vacutainers with green tops contain lithium heparin and can cause a false positive for lithium levels in a patient¿s test (see links to tweets in attached complaint email). Customer is drawing attention to product 367884 lithium heparin tube looks similar and has the same color cap as product 367871 sodium heparin tube.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default.

Event description:
It was reported while using bd vacutainer® lithium heparin 75 usp units blood collection tubes false positive lithium levels. Lithium heparin tube looks similar and has the same color cap as sodium heparin tube. The following information was provided by the initial reporter: customer problem: customer is reporting false positive lithium levels on product 367884. No lot number provided. Steps taken with customer/troubleshooting: this complaint came in at 8:30 p.m. Et last night (B)(6) 2022) via a public tweet. Original poster is an ER doc and toxicologist who says that some of the vacutainers with green tops contain lithium heparin and can cause a false positive for lithium levels in a patient¿s test (see links to tweets in attached complaint email). Customer is drawing attention to product 367884 lithium heparin tube looks similar and has the same color cap as product 367871 sodium heparin tube.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This is considered an off-label use of this product. This complaint is unable to be confirmed for erroneous results. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.